Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Biopince: 16gx15cm was used for lung biopsy and the device didn¿t fetch any sample even after multiple firing. Doctor used bard biopsy gun and it fetched sample .

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.